Event description:
It was reported that the ventricular lead had high thresholds. A lead repositioning is scheduled. No patient complications have been reported as a result of this even.

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.